Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 2.2, reference: 3.9, mean: 3.05, confidence limits: 1.8 - 4.2. The mean of the inratio meter and comparative sys inr testing. The results were not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot # 304242 on (B)(4) 2013. Results as follows; donor: a) (B)(4) inratio 2.9, 3.0, 2.9; reference: 2.68; bias threshold: 1.68 - 3.68; %cv 1.97. B) 203 2.9, 3.0, 2.9; 2.92; 1.92 - 3.92; 1.97. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than (B)(4), passing the precision criteria. No further investigation was required. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned, therefore, retain products were used for investigation testing. Retain strips testing results met both accuracy and precision criteria. Root cause could not be determined from info provided by the customer. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subjected to tracking and trending. There is no corrective action required at this time, as no product deficiency was established.

Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date (B)(6) 2013, inratio inr: 2.2 and laboratory inr: 3.9. The time between testing was thirty minutes. Therapeutic range 2.5 - 3.5 for pt. There was no reported adverse pt sequela. There was no add'l info provided.